Event description:
The reported phenomenon occurred during preparation for a endoscopic sinus surgery (ess) procedure. The patient had not been anesthetized. There was a delay reported of 10 minutes due to equipment replacement and the procedure was completed using a similar device.

Manufacturer narrative:
Updated fields: b3, b5, and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable failure led to the malfunction. A charge-coupled device failure and damaged connector were also observed. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): do not round the camera cable smaller than the diametral 20cm. Damage may occur. When rolling the camera cable, be careful not to twist the cable. Damage may occur. A winding method that does not cause twisting is one in which the loops of the cable are alternately wound up and down. Do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not bend protector with force applied. Protector may be broken. Do not attach or remove the video connectors with the video system center power switched on. Otherwise, the electrical circuit inside the camera head may be damaged. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty cable and charged coupled device. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, poor image on the hd 3cmos camera head. There were no reports of patient harm associated with this event.